Event description:
During a thoracic surgery, the device delivered an incomplete staple line. A reload was placed in the same device and the same problem occurred. A like device was used to complete the procedure. There was no adverse consequence to the pt.